Event description:
It was reported that while using bd facs¿ sample prep assistant iii a leak coming from the instrument was detected. The following information was provided by the initial reporter: coming from instrument. Is the leak fluid or air? Fluid.. Was the leak contained within the instrument? Outside of instrument. Was the fluid actively spraying about outside the machine? Not spraying. Is leaked liquid type known? Biohazardous or non-biohazardous? Bio hazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii a leak coming from the instrument was detected. The following information was provided by the initial reporter: "coming from instrument. 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? Outside of instrument . 3. Was the fluid actively spraying about outside the machine? Not spraying. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Bio hazardous . 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No".

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: instrument leaking. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 21mar2021 to date 21mar2022 (rolling 12 months). Complaint trend: there are 6 complaints related to the reported complaint. Date range from 21mar2021 to date 21mar2022 (rolling 12 months) . Investigation result / analysis: per fse report: customer reported the instrument leaking. Found defective waste pump. Replaced the miniwash assembly pn334297. Performed daily clean. Primed the system. Verified operation. No further issues. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2013. Defective part number: 334297 ¿ miniwash assembly. Work order notes: subject / reported: instrument leaking. Problem description: leakage/overflow . Cause: waste pump was not working. Work performed: replaced miniwash assembly. Solution: replaced miniwash assembly. Returned sample evaluation: did not request return of defective part. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.29 _. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide__. Risk control:_afap_____. Mitigation(s) sufficient yes no. Root cause: based on the investigation result and the fse¿s report the root cause was a defective waste pump. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the instrument leaking. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety.